Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Through additional re-boots for testing purposes, the medtronic representative had experienced another occurrence of "hold m to calibrate motion". E-stop had been cleared to allow for the imaging system to boot normally. After another calibration and re-boot, the system was determined functional. On (B)(6) 2016 fa medtronic representative, following-up at the site, reported after re-homing the imaging system, the medtronic representative was able to shut-down and re-boot repeatedly without a re-occurrence. Imaging system was functional with no problems after the re-boot. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while their imaging system had been sitting idle in the hallway for about 2.5 hours, the mobile view station (mvs) monitor was blank and the pendant displayed the message "waiting to communicate." The medtronic representative attempted to perform a hard re-boot of the imaging system, by holding down the power button for over 2 minutes nothing happened. In trouble-shooting, the medtronic representative was able to access the mvs computer directly and re-boot it from there, the software came back-up. This time however, the dose units were changed from mgy to rad - the medtronic representative reverted that back to previous settings. Resolution confirmed on call to medtronic support.

Manufacturer narrative:
Additional information: as the rep was able to resolve the issue on-site by re-homing the imaging system there was no further service needed. The logs for this date were examined to investigate the incident. The exact time of the incident was not given. At 12:40:10, the mobile view station (mvs) reported an initial fluoroscopy offset calibration. At 12:40:16, the imaging system went to 2d mode as evident by the following log message: ¿acquisition mode changed from sa to 2d.¿ however, the logs showed no mvs messages between 12:40:10 and 15:29:13. According to the logs, the imaging system performed fluoroscopy offset calibrations between 12:40:11 and 13:45:20. In the imaging system, the mvs computer starts the offset calibration by sending a command to the image acquisition system (ias) computer on the imaging system. The ias application logs would suggest that the mvs application was running. However, the logs showed no log activity from the mvs until 15:29:13 which indicated the mvs was powered on again. According to the rep, the mvs computer was still powered on but nothing was displayed on the monitor, which functioned correctly. This fact would suggest an issue with the mvs computer hardware or the os on the computer. The data available is contradictory. During the period of time leading up to the incident, there were no log entries from the mvs. The available log entries from the ias did not indicate an issue. It is not possible to determine a root cause without more information. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.